Event description:
It was reported that the pump touch screen was dark and would not turn on. There was no patient involvement as the customer had not begun insulin therapy with the pump. The customer reverted to an alternate method of insulin therapy.